Event description:
Note: the date of event is unk. Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03251, 3005099803-2009-03253 and 3005099803-2009-03255 for the other associated device info. It was reported to boston scientific corporation that three radial jaw 4 single use biopsy forceps large capacity devices and a radial jaw 3 max capacity single-use biopsy forceps were used during a colonoscopy procedure. According to the complainant, during the procedure, the forceps was opened. However, the jaws would not fully close at the biopsy site, resulting in an inability to cut through the tissue. The same issue occurred with each of the following three biopsy forceps that were introduced. No sample specimen was retrieved with any of the four devices. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).